Event description:
3/8/95 rt mastectomy with immediate reconstruction with tissue expander. 8/16/96 rt breast capsulectomy with placement of permanent saline implant. 9/6/96 marked down in rt breast size consistent with possible valve failure. 9/13/96 implant removal and replaced.